Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received questionable result from coaguchek in range meter serial number (B)(4). Until (B)(6) 2018 the laboratory used sta neoplastin clplus reagent and from (B)(6) 2018 onward, the laboratory used stago neoptimal reagent. On (B)(6) 2018, the meter result was 6.7 inr and the laboratory result was 3.98 inr. On (B)(6) 2018, the meter result was 6.7 inr and the laboratory result was 4.33 inr. On (B)(6) 2018, the meter result was 5.9 inr and the laboratory result was 4.01 inr. On (B)(6) 2018, the meter result was 5.3 inr and the laboratory result was 3.62 inr. There was no allegation of an adverse event. The therapeutic range was 3.5-4.5 inr retention test strips (304975) were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with the specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.